Manufacturer narrative:
Customer contact reports no patient information is available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The battery was replaced, and the unit was returned to service.

Event description:
The hospital reported an error that caused a system shutdown resulting in the loss of mechanical ventilation. There was no report of patient injury.